Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was part of a field correction, guided caller through pump reset, confirmed malfunction did not recur, advised customer to continue using pump and to call back if malfunction appeared again, and caller acknowledged and understood instructions.